Event description:
Tube broke in hands of a technologist while recapping, requiring stitches to injured finger. Technologist had hiv and hep. Panel testing performed as precautions. Lot number unknown, no product available for analysis.